Event description:
The customer returned the device stating, ¿the device failed the pressure test twice, with readings above 27 psi¿; during device evaluation it was found the downstream occlusion (dso) seal had a hole in it, air detector had physical damage. The incident occurred during testing.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device failed the pressure test twice, with readings above 27 psi" was not confirmed during downstream occlusion (dso)/upstream occlusion (uso) pressure testing, dso/uso calibration, and accuracy testing. Further inspection found the dso seal had a hole in the seal, the battery door seal was not seated properly allowing contamination/moisture to enter the compartment. Physical damage to the air detector, and housing. Replaced the dso seal, air detector, 5 pin connector, battery door, rear housing, rear insulator, copper right, perimeter gasket, front piezo, piezo adhesive, piezo guard, power switch, harness, gasket tubing, front housing, frame gasket, top gasket, front piezo, piezo guard, guard adhesive, light emitting diode (led) tape. Performed dso/uso sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.